Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed good condition with no appearance of any physical damaged. Force sensor test error was found at power up and failed. The root cause of the reported issue was found to be found normal wear; device was over three years old. Main board does not operate as intended as a result of normal wear and drift. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that force sensor failure. No patient injury reported.